Manufacturer narrative:
Article citation: quesada, andres e., zhang, yanming, ptashkin, ryan, et al. Next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway. The breast journal. 05/jan/2021; 1-8. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Through journal article ¿next generation sequencing of breast implant-associated anaplastic large cell lymphomas reveals a novel stat3-jak2 fusion among other activating genetic alterations within the jak-stat pathway,¿ authors report a (B)(6) years old and reason for implant is noted as ductal carcinoma in situ. Patient was implanted with a textured implant of an unknown fill and presented with firmness above the left breast implant and change in shape of implant six years after implant. The stage of alcl was noted as t4n2m0. Treatment provided as capsulectomy, bv-chp x 6 cycles, and consolidative radiotherapy. The manufacturer of the device is unknown. Affected side is left. The status of the device is unknown.